Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had powered off without user intervention. It was noted that there was a hairline crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: a review of the black box verified a power loss event on complaint date. The pump was returned without the battery cap. A test battery cap was used for all testing. The battery compartment was cracked below and above the grip pad. A 12 hour basal program was run with a test battery cap. No reboots, losses of power, or call service alarms duplicated. The pump case was removed to find no evidence of moisture.